Manufacturer narrative:
The device was not returned for evaluation. Devices from two separate lots were tested and the alleged failure could not be duplicated. No further investigation needed at this time. Complaint trends were reviewed and do not indicate a recurring issue with this failure mode at this time. (B)(4).

Event description:
Hardshell of better bladder developed air leak. It was fixed using bone wax.